Event description:
Customer reported a hospitalization due to high blood glucose. The blood glucose reading at the time of admission was 681 mg/dl. She stated that she believed she contracted a virus from her daughter, who also was hospitalized. Customer stated that in the morning, the blood glucose reading was 287 mg/dl and she treated and then started cleaning. She stated that when she checked again the meter read that she was high so she treated with a bolus, but the reading still showed high. She stated that she became numb in the face and disoriented and called the paramedics. She was wearing the insulin pump at the time of hospitalization. Customer declined troubleshooting as she felt that the high blood glucose was due to the virus she had. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.